Event description:
During an in clinic follow up, episodes of noise resulting in oversensing and inappropriate mode switching were noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. Lead insulation damage was suspected. The sensitivity was reprogrammed to resolve the event. The patient was stable.